Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic that the insulin pump was losing insulin at the time of prime. Customer stated that the insulin pump was making grinding noise during rewinding. Insulin pump rejected new battery and had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. (B)(4).